Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned pressurized to 300 psi. The unit could not be accurately tested due to dried contrast and blood that could not be cleared from the inflation lumen. A kink was noted in the outer member. This may have contributed to the reported slow deflation time. Quality engineering determined that no corrective action is warranted at this time. All rx rocket catheters are checked for kinks prior to packaging. In addition, a sample of each lot mfg is visually, dimensionally and functionally tested including tests for inflation and deflation times. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that balloon catheter deflation was slow and longer than expected. No deflation time was reported. Reportedly no pt injury was associated with this event.